Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that the patient cannot exit MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information indicates that during an unrelated surgical procedure, the patient turned their stimulator off, and they did not put their stimulator in surgery mode. It is not certain if the ipg became unable to communicate with external devices due to it being in MRI mode or if it was from the bovie device of the procedure. Additional information also indicates that surgical intervention was undertaken on 27mar2024 wherein the ipg was explanted and replaced to address the issue.